Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noted that her insulin pump did not suspend delivery. Upon checking the settings, the customer found that the "suspend on low" feature was disabled. The event involved product(s) 78893-01, mmt-342, mmt-1884 and mmt-442ag. It was explained that this feature is not applicable when smartguard is enabled, as smartguard automatically adjusts insulin delivery based on blood glucose levels. Troubleshooting was offered but declined by the customer. No further patient complications were reported. 78893-01, mmt-342, mmt-1884 and mmt-442ag were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer was treated with juice and by suspending the pump.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (added health effect - clinical code 1912 and it's related health effect - impact code 4613 (related to discontinuation of insulin delivery system)) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.